Event description:
The clinician reported that 24 days after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported this patient with good oral hygiene had a fistula and inadequate bone quality / quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.